Manufacturer narrative:
H10: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On (B)(6) 2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse found intermittent cup transfer issue in the main incubator with x-axis cup pickup. Fse cleaned and lubricated the guard rails for all cup pickup assemblies, as well clean and lubricated the main incubator rotor. Fse tightened the main incubator set screw and ran macro for the cup transfer three (3) times with no issues. Fse then ran quality controls (qc); all results were within acceptable range and the error 2188 cleared. The aia-2000 instrument was functioning as intended. No further action required from field service. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through (B)(6) 2018. There were no similar complaints identified during the searched period. The aia-2000 operator's manual under a4, appendix 4: error messages, error 2188 is delay of x-axis cup transfer control start for moving to incubator/detection table. The error is generated when there is a system error. The solution for the customer is to contact tosoh service center or local representatives. The most probable cause of the reported issue was due to loose set screw on the incubator.

Event description:
On (B)(6) 2018, a customer reported getting persistent error 2188 delay of x-axis cup transfer control start for moving to incubator/detection table on the aia-2000 instrument. Customer is unable to run intact parathyroid hormone (ipth). On (B)(6) 2018, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of ipth patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.